Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2014-25174 and 25177. It was reported the pt was not receiving stimulation due to auto-reducing. Diagnostics revealed invalid impedances. Reprogramming was tried and did not provide adequate coverage. X-rays were taken and showed no anomalies, however, it is unk if the extension or the lead connections is posing the pt problems. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.